Manufacturer narrative:
(B)(6). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Leak testing, clear passage testing and clamp function testing were performed with no issues noted. A visual inspection was performed with the naked eye and revealed broken occluder feet. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted

Event description:
During evaluation of a minicap transfer set, it was found that the occluder feet were broken. There was no patient injury or medical intervention associated with this event. No additional information is available.